Event description:
The user received low sodium and potassium results on the c501 for one pt sample. All results are in mmol per l. The initial results were a sodium of 92 and potassium of 3.69. The tech noticed the critical results and decided to repeat testing on other analyzers. The user repeated the same sample on c501 analyzer (B) (4) and received a sodium result of 139 and a potassium result of 5.41. The same sample was also repeated on c501 analyzer (B) (4) and recovered a sodium of 141 and a potassium of 5.43. The initial results were not reported.

Manufacturer narrative:
The field service rep determined there was contamination on the sipper tubing and nozzle. He replaced the sipper tubing and ise pinch tubing and also cleaned the ise sipper nozzle. To verify the analyzer performance, calibration and qc were performed with results within specification.